Event description:
Ous MDR - after an implant duration of 47 months it was reported that noise artifacts were detected via home monitoring. No adverse pt side effects have been reported. The device was explanted and replaced.

Manufacturer narrative:
Ous MDR.